Event description:
Pt was implanted with charite artificial disc at l5-s1 in march. Contact reports that the pt later presented with intractable back pain. Surgeon performed revision, anterior approach (transperitoneal) to remove the charite @ l5-s1 replacing it with an alif cage. Pt was then flipped and posterior pedicle screw were implanted.